Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the image is not displayed due to communication failure caused by a cable malfunction, the cause of the cable failure could not be determined. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a procedure, the autoclavable camera head, did not produce an image. The communication cable of the camera unit was probably faulty. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damaged cable unit. Additional issues were identified during the device evaluation: no identification data; the cable was not waterproof; and the button number was difficult to press due to a damaged button on the switch board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.